Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial output connector. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the output connectors were broken. The output connectors were replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.